Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. Approximately 8 centimeters from the proximal end of the lead, the insulation seemed to crumple, "accordion" and separate after splitting the introducer. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).